Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog# 00801803202 femoral head sterile 12/14 taper lot# 61558165. Unknown cup. Unknown liner. The event was confirmed with medical records received. Swelling of lower extremity and large fluid and cystic mass at hip joint were noted. Lab tests revealed chromium level of 1.0 and an elevated cobalt level of 3.5. Imaging studies showed trochanteric bursitis and partial tears of gluteus. Pathology report notes alval and necrotic tissue. Mild corrosion at the trunnion was observed during revision. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent a revision procedure due to pain and swelling. Iliopsoas bursitis and trochanter bursitis, with large fluid collection pressing on femoral vein, promoting sluggish blood return were observed. Elevated metal ions were also observed, indicative of pseudotumor. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03660.

Event description:
It was reported patient underwent a revision approximately eight years post implantation due to elevated ion levels, necrosis, in-vivo corrosion. No further event information available at the time of this report.